Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) has a broken latch. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The ccp reported the latch on the uas had broken during set-up for a case sometime in (B)(6) 2015. The broken uas was swapped out with a spare before the case and the case was completed successfully. The latch had been discarded by the ccp. The field service representative (fsr) installed a new latch and reinstalled the uas on the system. A complete ful inspection was performed. The unit operated to MFR specs and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.